Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient would continue to be monitored.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.